Event description:
Philips received a complaint by the customer on the v60 indicating that the device switched between bilevel positive airway pressure (bipap) and continuous positive airway pressure (CPAP) randomly after 10-15 mins, even after a mode was activated. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device switched between bipap and CPAP randomly after 10-15 mins, even after a mode was activated. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was swapped out for a different ventilator. The customer called technical support to report that the device switched between bilevel positive airway pressure (bipap) and continuous positive airway pressure (CPAP) randomly after 10-15 mins, even after a mode was activated. The biomedical engineer (bme) evaluated the device and performed intensive testing but was unable to replicate the reported issue. The remote service engineer (rse) checked the diagnostic report (drpt) and suggested a software (sw) reload before returning the device to use. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.